Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of emerald 3ml from lot # 1067824, regarding item # 307754 with the reported issue of ¿rust¿. The DHR of material number 307754 and lot number 1067824 was checked for any quality notifications and no quality notifications were recorded on this lot. No samples and two photographs were received from the customer and were used for investigation of the reported defects. The investigating team has also used the retention samples of material code 307754 and lot number 1067824 for investigating the reported defect. After investigating the photographs, the defect is confirmed. Bd bawal imports needles from bd tuas. Since bd tuas is the manufacturing unit for the needles used on this batch number, we have raised a scar on bd tuas for this complaint and will await for their rca and CAPA on this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. Tuas investigation: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #0330342 regarding item #8011928. DHR review: for bulk needle batch 0330342 (catalog 8011928): DHR for assembled needle (an) was performed for batch 0330291 (catalog 8016564) the batch was built with assembly machine, nip 3 in dec 2020 there were no foreign matter rejects at the in-process and outgoing inspection no quality notification was raised for past 12 months on similar reported defect returned sample analysis: 1 photo was received for investigation. From the returned photo, able to observe foreign matter on the cannula. Summary: based on device history record review, no abnormality was observed during the production of affected assembled needle batch. Actual sample was not returned for investigation to determine the foreign matter type. Hence root cause could not be established. Investigation conclusion: no samples and 2 photographs were received from the customer and were used for investigation of the reported defects. The investigating team has used the retention samples of material code 307754 and lot number 1067824 for investigating the reported defect. After investigating the photographs, the defect is confirmed.

Event description:
It was reported that 100 emerald syringes 3ml 24x1 an experienced foreign matter along the fluid path. The following information was provided by the initial reporter: rust on emerald 3ml.